Manufacturer narrative:
UDI: (B)(4). Device evaluation: the actual device was returned for evaluation. A visual and functional assessment was performed which determined that the device failed for muffler tube verification, cutter lock and safety assessment. It was further determined that the cutter device came loose when the device was run, and the muffler did not have a red indication line. It was observed that the device appeared to secure the cutter until it was run at which point, it came loose. It was determined that the device would run with the safety engaged, indicating a power-break. A functional assessment could not be performed. During service/repair, it was observed that one of the vanes were broken and the locking components were worn. It was determined that the issues were consistent with normal wear. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported (B)(6) that during an unspecified surgical procedure, it was discovered the dissection tools ¿strawberries¿ of the motor device were coming loose, causing issues with the surgery. It was further reported that there were no delays or cancellations to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgery was completed without any other incidents. During in-house engineering evaluation, it was determined that the device failed the safety assessment. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in july of 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.